Event description:
Account experiencing low sodium results. One pt example was provided. Initial result gave 133 mmol/l. Same sample was repeated after calibration of electrolytes, resulting at 139 mmol/l. No erroneous results reported. The field service rep determined the cause to be a missing seal on sample syringe number 2 pipettor, which he replaced and verified analyzer performing within specifications.